Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed that the gpio board failed. The gpio board was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that he gpio board died on the system. There was no patient present when this issue was identified.

Manufacturer narrative:
The part was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. The box was tested with a known good system and both the left and right trackers did not recognize the trackers from a distance of 5 feet. The distance should be a minimum of 6 feet. The part was replaced and the system is functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gpio board died on the system. There was no patient present when this issue was identified.